Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited far field r wave oversensing on the atrial channel. The patient did not received therapy due to the oversensing. Programing changes were performed. The patient was listed as stable.